Event description:
According to the reporter, on (B)(6) 2017, intra- operatively in a laparoscopic hysterectomy procedure, during closing of the vaginal cuff, the device was difficult to load and unload. The needle kept falling out from the device and it stopped working, also there was an extension of thirty minutes during the surgery, the surgeon went through three units. They opened a new item to complete the case and resolved the issue. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Device had biological residue lodged in the jaws. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.